Manufacturer narrative:
A ge service representative performed an on site investigation. The steering malfunction was verified. Adjusted the steering chain. Could not duplicate the image malfunction. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system steering handle is difficult to move and the image on the left monitor jumps and then fades during fluoro exposure. There was no report of patient injury.